Event description:
On (B)(6) 2009, the patient reported receiving an e6 (mechanical) error on his infusion device. He stated that he attempted to clear the error, but he was not able to retract the piston rod of the infusion device. He stated that the piston rod retracted halfway and stopped and the infusion device continued to make a "winding" sound. He stated that the sound continued until e2 (battery depleted) was displayed. He turned the infusion device over and the top of the piston rod fell out of the cartridge compartment. He stated that he did not force the insulin cartridge out of the infusion device. He unscrewed the insulin cartridge and allowed it to fall out of the cartridge compartment. He stated that insulin has been spilled in the cartridge compartment. No physiological effects were reported. The patient switched to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.